Event description:
Pt presented with baseline nihss of 16 and occlusion of the left mca on (B)(6) 2010. During the procedure, the penumbra system perfusion catheter 054 was advanced coaxially over the penumbra system reperfusion catheter 032 into the m1. The 032 catheter was removed and the penumbra system separator 054 was inserted and aspiration was initiated. A f/u angiography showed opening of the m1-m2 branches but there remained distal occlusion of the m2 angular branches. To address this, a combination of 2 mg ia tpa and the penumbra system reperfusion catheter and separator 032 were used to achieve slightly improved distal flow. On (B)(6) 2010, the pt was discovered to be experiencing "worsened right arm plegia." This was adjudicated by the physician, to be of moderate severity and of possible relationship to the penumbra system. The worsened right arm plegia was described to be a "transient worsening" which resolved on (B)(6) 2010. This MDR is associated with MDR 3005168196-2011-00236 through 3005168196-2011-00238.

Manufacturer narrative:
Conclusion: right arm plegia is associated with the progression of stroke disease. Therefore, it was determined that the reported event was an anticipated complication of the disease. The info in this report was collected during the review of stroke cases for a (B)(4). The info available regarding this event is limited to the procedural reports provided by the hospital.